Event description:
Reporter alleged discrepant back to back blood glucose results of 235, 83, 157, & 95 mg/dl when all tests were performed one minute apart on the aviva system. Reporter indicated not experiencing any hypoglycemic or hyperglycemic symptoms at the time. Reporter also stated another occasion when back to back testing on the same system yielded results of 359, 62, & 64 mg/dl when tests were performed one minute apart. It was stated the reported was experiencing hypoglycemic symptoms during the time of testing and self treated with milk before feeling better. No other actions were taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.